Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced tubing detached from infusion set event on 02-july-2024. The infusion set was in use for 2 days. No further information available.